Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient she stated she had a total hip replacement on her right hip on (B)(6) 2004. For several years since, she has experience extreme pain and loss or range of motion.